Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is part of a retrospective in-house review.

Event description:
It was reported that the teeth grabbed the side of the met head and broke off a portion of the met head. A bone fracture occurred with the reamer used. Surgery was extended approximately 30 minutes.